Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. No additional information was reported.

Manufacturer narrative:
The reported event of bpa was not confirmed. The device was returned for analysis. Interrogation of the device revealed the device was above eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage.

Event description:
New information received, noted that the patient was in stable condition post-procedure.